Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery the day of the call. The customer stated that the alarm was due to the infusion set cannula being bent. The customer also reported having 6 infusion set cannulas bend since (B)(6) 2015. The customer stated her endocrinologist suggested trying different infusion set types. The customer would call back with the product information and order new infusion sets.